Manufacturer narrative:
Patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in kuwait. It was reported that the patient faced high blood glucose level of 21 mmol/l. Therefore, the patient was hospitalised for three days. During hospitalisation, the patient received intravenous insulin drip. Currently, the blood glucose level of the patient was 12 mmol/l. No further information was available.